Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator had erratic pressures during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The complaint investigation has been completed. No parts were replaced therefore the investigation is an evaluation of the logs and the findings of our field service engineer (fse) who examined the ventilator. The fse did not find any fault with the ventilator, the unit passed all test and no errors was generated during the simulated use testing. The device logs were downloaded and sent in for investigation. The evaluation of the logs shows that there was an increased expiratory resistance, poor expirations generated the low expiratory minute volume alarm. There was also signs of a leakage in the patient circuit. The cause to this situation has not been established but an occluded expiratory filter, a kinked or a blocked patient tubing would cause the same alarm situation. There was no ventilator malfunction at the time. The pre-use checks prior to and after the event were successful. There were no technical alarms before, during or after the time of the event. The ventilator functioned as it should under the prevailing circumstances. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).